Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Explant date: (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17459543/ 17634310.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.